Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm. The customer's blood glucose value was 243 mg/dl. Customer was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by reservoir change. The reservoir will be returned for analysis.